Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('painful abdomen') in a 30-year-old female patient who had essure (batch no. 646525) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain during menstrual cycle"), menorrhagia ("excessive bleeding during menstrual cycle"), abdominal distension ("swollen abdomen"), menstrual disorder ("changes in her menstrual cycle"), pain ("generalised aches and pains"), influenza like illness ("flu like symptoms"), dizziness ("dizziness"), nausea ("nausea"), tinnitus ("ringing in ears"), confusional state ("confusion"), change of bowel habit ("change in bowel movements"), mood altered ("changes in emotional state") and loss of libido ("loss of libido"). The patient was treated with surgery (removal of essure by way of a hysterectomy leaving her ovaries). Essure was removed in (B)(6) 2012. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, abdominal distension, menstrual disorder, pain, influenza like illness, dizziness, nausea, tinnitus, confusional state, change of bowel habit, mood altered and loss of libido had resolved. The reporter considered abdominal distension, abdominal pain, change of bowel habit, confusional state, dizziness, dysmenorrhoea, influenza like illness, loss of libido, menorrhagia, menstrual disorder, mood altered, nausea, pain and tinnitus to be related to essure. The reporter commented: she started experiencing significant symptoms from the day after the procedure. The symptoms she had been suffering with ceased post removal. She has since required removal of one of her ovaries due to an ovarian cyst and has been left with scar tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2019: essure lot number provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('painful abdomen') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("swollen abdomen"), influenza like illness ("flu like symptoms"), dizziness ("dizziness"), nausea ("nausea"), menstrual disorder ("changes in her menstrual cycle"), dysmenorrhoea ("pain during menstrual cycle"), menorrhagia ("excessive bleeding during menstrual cycle"), tinnitus ("ringing in ears"), confusional state ("confusion"), pain ("generalised aches and pains nos"), change of bowel habit ("change in bowel movements"), mood altered ("changes in emotional state") and loss of libido ("loss of libido"). The patient was treated with surgery (removal of essure by way of a hysterectomy leaving her ovaries). Essure was removed in (B)(6) 2012. At the time of the report, the abdominal pain, abdominal distension, influenza like illness, dizziness, nausea, menstrual disorder, dysmenorrhoea, menorrhagia, tinnitus, confusional state, pain, change of bowel habit, mood altered and loss of libido had resolved. The reporter considered abdominal distension, abdominal pain, change of bowel habit, confusional state, dizziness, dysmenorrhoea, influenza like illness, loss of libido, menorrhagia, menstrual disorder, mood altered, nausea, pain and tinnitus to be related to essure. The reporter commented: she started experiencing significant symptoms from the day after the procedure. The symptoms she had been suffering with ceased post removal. She has since required removal of one of her ovaries due to an ovarian cyst and has been left with scar tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('painful abdomen') in a 30-year-old female patient who had essure (batch no. 646525) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain during menstrual cycle"), menorrhagia ("excessive bleeding during menstrual cycle"), abdominal distension ("swollen abdomen"), menstrual disorder ("changes in her menstrual cycle"), pain ("generalised aches and pains"), influenza like illness ("flu like symptoms"), dizziness ("dizziness"), nausea ("nausea"), tinnitus ("ringing in ears"), confusional state ("confusion"), change of bowel habit ("change in bowel movements"), mood altered ("changes in emotional state") and loss of libido ("loss of libido"). The patient was treated with surgery (removal of essure by way of a hysterectomy leaving her ovaries). Essure was removed in (B)(6) 2012. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, abdominal distension, menstrual disorder, pain, influenza like illness, dizziness, nausea, tinnitus, confusional state, change of bowel habit, mood altered and loss of libido had resolved. The reporter considered abdominal distension, abdominal pain, change of bowel habit, confusional state, dizziness, dysmenorrhoea, influenza like illness, loss of libido, menorrhagia, menstrual disorder, mood altered, nausea, pain and tinnitus to be related to essure. The reporter commented: she started experiencing significant symptoms from the day after the procedure. The symptoms she had been suffering with ceased post removal. She has since required removal of one of her ovaries due to an ovarian cyst and has been left with scar tissue. Lot number: 646525; manufacture date: 2009-06; expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('painful abdomen') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("swollen abdomen"), influenza like illness ("flu like symptoms"), dizziness ("dizziness"), nausea ("nausea"), menstrual disorder ("changes in her menstrual cycle"), dysmenorrhoea ("pain during menstrual cycle"), menorrhagia ("excessive bleeding during menstrual cycle"), tinnitus ("ringing in ears"), confusional state ("confusion"), pain ("generalised aches and pains nos"), change of bowel habit ("change in bowel movements"), emotional disorder ("changes in emotional state") and loss of libido ("loss of libido"). The patient was treated with surgery (removal of essure by way of a hysterectomy leaving her ovaries). Essure was removed in (B)(6) 2012. At the time of the report, the abdominal pain, abdominal distension, influenza like illness, dizziness, nausea, menstrual disorder, dysmenorrhoea, menorrhagia, tinnitus, confusional state, pain, change of bowel habit, emotional disorder and loss of libido had resolved. The reporter considered abdominal distension, abdominal pain, change of bowel habit, confusional state, dizziness, dysmenorrhoea, emotional disorder, influenza like illness, loss of libido, menorrhagia, menstrual disorder, nausea, pain and tinnitus to be related to essure. The reporter commented: she started experiencing significant symptoms from the day after the procedure. The symptoms she had been suffering with ceased post removal. She has since required removal of one of her ovaries due to an ovarian cyst and has been left with scar tissue. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.